Event description:
The patient lost a great amount of weight due to increased activity level made possible by the neurostimulator (ins). His ins began to protrude so his device pocket was revised. Discharge was confirmed and the patient went home.

Manufacturer narrative:
(B) (4).